Event description:
Three fall monitors failed to alarm when pt exited bed. These monitors were tested and metal screws that secure the circuit board to the plastic chassis were found to be loose inside of the monitor. The plastic chassis was also broken out where these screws had been. These units were all purchased in 4/95.